Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when device broke. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for a broken proximal one-third (1/3) right femur. While the surgeon was using an insertion handle, the nodule on the handle broke off and caused the nail to rotate inside of the patient. The drill guide would not align with the holes in the nail, thereby, the surgeon had to free-hand to complete the procedure. There was a twenty minutes surgical delay due to trying to locate the nodule, which was not found inside or outside the patient. Additional x-rays were required which showed no nodule left inside the patient. It was harder for the surgeon to insert the nail and tough to extract the insertion bolt, also known as a cannulated connecting screw for standard insertion handle due to it appeared to have its' threads worn down or perhaps cross-threaded which made it difficult to disconnect. The procedure was completed without further incident. The patient status outcome is fine. This report is 3 of 4 for (B)(4).